Manufacturer narrative:
The patient discarded the test strips. The blood glucose meter was requested back from the patient. The report is being filed because the patient's medication was adjusted based on results from previous test strips and adjusted back after the patient used new test strips.

Event description:
The patient received low readings; clinical pharmacist adjusted medication to 1x per day instead of 2x per day. Patient began testing with a new bottle of test strips and is now alleging readings are higher than they should be. Medication was readjusted back to 2x per day, yet patient still feels readings are high.